Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt's device was in a power on reset condition (por). It was stated that after a pt programmer interrogation the por condition was seen. The pt then re-interrogated their device, and the problem was resolved. Therapy was restored and the pt recovered without sequela.